Event description:
My father was living in an assisted nursing facility. He had a heart mate 2 that was placed in him for this heart to function normal. On (B)(6) 2018 I received a phone call from the facility that my father was unresponsive and the medical team was in his room doing CPR. My arrival at the hospital I was informed by the emergency room (ER) doctor and the doctor who performed my father's surgery from the heart mate that this was malpractice. I have received all the medical reports and with that I was advised that I fill out this information. It was brought to my attention that it is a requirement that the facility report this defect as well/incident and has not done so.